Event description:
It was reporting that the battery was depleting rapidly and that the pump shutdown unexpectedly. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received. Additionally, it was reported that the pump time and date were incorrect. Customer declined troubleshooting for this issue with tandem technical support. Customer's blood glucose level was 400 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.